Event description:
It was reported to philips that the system application was not booting, preventing login in clinical mode. The system was not in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.